Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while a patient was connected, the cardiosave intra-aortic balloon pump (iabp) unit shut down in full use and a burning smell is coming from the console. There was no patient impact to report.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse noticed the burning smell. After opening, a capacitor exploded on the solenoid board and damaged the motor control board above. Unable to start the machine. So the fse changed the solenoid control board, the motor control board and the power management board.update to d.01 of the changed boards. Calibration of the sensors. Leak test. Calibration of the pressure and vacuum regulators. Calibrations of the helium regulator. Verification of the ECG and pressure gains. Electrical safety test standard iec 60601 (earth resistance, leakage current and insulation resistance). Standard verification according to manufacturer protocol. The following investigation was performed by technician of the maquet failure analysis and testing dept.(fat) wayne, the failure analysis and testing dept. Received the following parts associated with this complaint: parts were received with a reported failure of a unit shutdown and a burning smell. Boards also had blown components. The fat performed a visual inspection and found pn 0670-00-1161 had a blown c40 component. Pn 0670-00-1159 had burn and smoke damage. Pn 0670-00-1162 was in good condition. The fat installed pn 0670-00-1162 in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Once powered up the unit would alarm. Removed to avoid damage. Confirmed the reported damage. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. At. Sending pn 0670-00-1162 to the supplier for failure analysis per procedure number (B)(4) rev. At. This investigation can be closed based on the fat evaluation there is no issue with the power management board pn 0670-00-1162, it was due to solenoid control board pn 0670-00-1161 blown c40 component that burned up and damaged the motor control board pn 0670-00-1159. If the supplier returns the power management board pn 0670-00-1162 with the failure analysis then the investigation will be reopened and updated. This replacement of solenoid control board and power management board associated with complaints issue is related to an existing CAPA, which has determined the root cause to be that the tantalum capacitors used on the solenoid and power management printed circuit board assemblies (pcbas) are not within the capacitor manufacturer¿s de-rating guidelines which may result in capacitor failure. This issue will be resolved by CAPA 566812 and fsca 2249723-05/05/2023-008-c, ansm reference (B)(4).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, d9.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)